Manufacturer narrative:
Investigation summary: customer returned (1) bd pen needle without the tear drop label attached (used). Consumer reported rear cannula end is broken + gets stuck. The returned sample was examined and exhibited a broken non-patient end cannula, thus confirming the alleged defect. No manufacturing defects were observed on the sample. Cannot perform DHR review due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be broken when fitted to the pen.

Event description:
It was reported that unspecified pen needle the non patient end is broken. Material no. Unknown. Batch no. Unknown. The following information was provided by the initial reporter: verbatim: rear cannula end is broken + gets stuck.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified pen needle the non patient end is broken. Material no. Unknown, batch no. Unknown. The following information was provided by the initial reporter: verbatim: rear cannula end is broken + gets stuck.